Event description:
It was reported that the notch cracked from regular slap hammer use. It was noted that there was no patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - femur. Visual evaluation of the returned product found it to exhibit signs of repeated use (nicked / gouged / worn) and the extraction slots on the inside of the condyles are damaged (bent / nicked / gouged). A fracture was identified within one of the extraction slots. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported event can be attributed to wear and tear from the 12+ years of field life.

Event description:
No further event information available at the time of this report.